Manufacturer narrative:
Device used for treatment and not diagnosis. Beere precision medical, presently (B)(4), teleflex, manufactured the extraction screwdriver. The following issues are due to an unknown cause: the tip broke on the driver shaft and handle assembly, component part number 352.311.1, and the broken pieces were not included with this complaint. The threaded tip on the inner-shaft, component part number 352.311.2, was damaged in several places and exhibits scratches and marks along the entire shaft. The lot initially conformed to specifications and was inspected and conformed, to the synthes incoming final inspection sheet. The complaint issue is not associated with the manufacturing processes at (B)(4). The failure occurred about 3mm from the distal tip of the driver shaft. Two lobes remain intact. The inner shaft shows no damage. With this type of failure, one would expect damage to the inner shaft. The inner shaft appears to be in good condition. This suggests that the inner shaft may not have been threaded to the screw. This condition would be more susceptible to off-axis loading. Due to the uncertainty of the inner shaft connection, the loading conditions are unknown. Off-axis loading would dramatically increase the stress on the driver lobes. The design risk assessment is adequate for the intended use.

Event description:
During an acdf surgery on (B)(6) 2013, the tip of the extraction screwdriver broke. The broken tip was retrieved without any complications. Surgeon chose another screwdriver to complete the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.